Event description:
During an unspecified procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was initially reported that they had a device failure. There was no reportable information at this time. Additional details were received on (B)(6) 2024 which stated the staff had challenges passing the balloon through the scope. Upon attempted removal of the balloon the exterior blue catheter broke into two pieces while the balloon was still inside of the scope's biopsy channel. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned and appeared to not have been inflated. During a visual examination, a break in the outer blue catheter was identified approximately 117cm from the distal end of the white strain relief. During further evaluation, the distal and proximal glue joints were inspected and measured with the appropriate ring gauges. The proximal glue joint, where the balloon meets the catheter, passed the ring gauge test. The distal tip to balloon joint was measured using the ring gauge and there was a significant amount of resistance. A lab meeting was held with production management and production engineering on 22 april 2024, and the device was examined. The distal end of the balloon did not pass the ring gauge test due to the thickness of the distal end of the balloon. During the lab meeting it was confirmed that there was too much glue at the distal joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report for catheter breakage which can cause difficulty with device deflation and removal, but also confirmed that there was excessive glue on the distal balloon to catheter joint. The cause of this is the application of excessive glue during the manufacturing process. This nonconformance occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management. A retraining was not performed as the operator involved no longer performs the process related to the nonconformance identified in the investigation. In the report it also states that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.